Event description:
It was reported that this pacemaker was explanted due to premature battery depletion. At this time, there is no information that suggest data analysis was performed prior to the explant procedure to confirm this observation. The device was replaced and no additional adverse patient effects were reported. The product is expected to return for analysis.

Manufacturer narrative:
The returned pacemaker was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this pacemaker was explanted due to premature battery depletion. At this time, there is no information that suggest data analysis was performed prior to the explant procedure to confirm this observation. The device was replaced and no additional adverse patient effects were reported. The timeframe in which the estimated longevity change was observed has not been specified. The product was received for analysis.